Event description:
During evaluation of the heartstart mrx, the philips field service engineer (fse) noted the device failed shock/defib test during opcheck. There is no indication of patient involvement.

Manufacturer narrative:
(B)(4).